Event description:
Pt was on r/f table. The fluoro tower was moved. Pt's left middle finger was lacerated and broken. The reported location of the pinch point was between the cable trough and the gear housing.